Manufacturer narrative:
On 15th oct 2024, the user reported that the cgm system showed results that were different from glucometer measurements.based on the initial escalation analysis a sensor replacement was approved, and an RMA was issued for further investigation.the sensor was returned for further investigation, and upon receipt, a visual inspection was performed, and no anomalies were observed.in an associated case (MFR# 3009862700-2024-01068)where user had an infection at the insertion site and user was prescribed with ciprofloxacin to treat the infection.ciprofloxacin was never tested for interference but there is a chance that it may interfere with our system.a review of the data management system (dms) showed a depressed signal and reference channel.this is potentially due to the infection at the insertion site which most likely contributed to the observed sensor inaccuracies.as part of resolution, a sensor replacement was offered to the user. No further resolution was necessary for this complaint. B4.date of this report 10 january 2025. G3.date received by the manufacturer? 10 january 2025. D9 device available for evaluation? Yes on 27 november 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315,22.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On october 15, 2024, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.